Manufacturer narrative:
Lot number 626435364x was provided and the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample without original package was received for evaluation. Upon a visual evaluation, the reported condition was confirmed; the sample is cracked in the section of the cone. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process enhancement has been initiated to prevent this condition from recurring. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer has reported that the light handles were cracked when received.